Event description:
Reportedly, a 2800, 19mm valve was explanted after a 60.53 month implant duration due to stenosis. Calcified leaflet towards the left coronary os. Patient was symptomatic. The device is available for return. Hospital contact would like a return kit sent to her at the hospital's address.

Event description:
Consumer called. Meter lcd displaying partial characters.

Manufacturer narrative:
Evaluation summary: as received, the valve tissue was cut off. Approximately 2-4mm of tissue remains intact along the attachment. Host tissue overgrowth is detected at the stent outflow. The wireform and band were cut at leaflet 2, which is evident in the x-ray. Not able to evaluate due to the current condition of the valve. Not able to evaluate due to the current condition of the valve. It was previously reported that per the operative report of (B)(6) 2010: there was satisfactory function of the bioprosthetic valve.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.the device was returned for evaluation, analysis is pending.the device history record (DHR) review was completed, and there was no nonconformance found related to this event.